Event description:
It was reported that during a total gastrectomy procedure, the staples malformed on the second firing. Another device was used to complete the procedure. There was no pt consequence.